Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted 1 guidewire received in open packaging. No flaking was present as jacket and coating covered guidewire unanimously. No root cause could be found because the reported event was unconfirmed. A DHR reviews are not required for this complaint. A labelling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that upon unpacking, it was found that the coating on the nitinol guidewire wire fell off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon unpacking, it was found that the coating on the nitinol guidewire wire fell off.